Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. The guide catheter involved in the complaint incident was not received for analysis. During the product analysis the investigator was able to insert this device through a 5fr introducer sheath without issue. No issues were noted with the profile of the devices tip. The stent struts at the proximal end of the stent were raised and misaligned. This type of damage is consistent with the stent meeting resistance during the withdrawal of the device. The stent od was measured which is within specification. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no kinks or damage along the shaft polymer extrusion profile. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that stent damage occured. The 90% stenosed target lesion was located in an unspecified vessel. A 20x3.00 promus premier drug-eluting stent was selected to treat the target lesion. Upon inserting the stent into the guide catheter, the physician felt resistance. The device was removed and the physician noticed that the edge of the stent became lifted. The procedure was completed with a different device. No complication was reported and the patient's status was good.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in an unspecified vessel. A 20x3.00 promus premier¿ drug-eluting stent was selected to treat the target lesion. Upon inserting the stent into the guide catheter, the physician felt resistance. The device was removed and the physician noticed that the edge of the stent became lifted. The procedure was completed with a different device. No complication was reported and the patient's status was good.